Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical singapore. The customer'sreport was duplicated and attributed to a faulty pace/defib engine board. The pace/defib engine board will replaced to resolve the report. Analysis of the reports of this type has not identified an increase in trend.